Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -07.50/+3.5/088 (sphere/cylinder/axis), in the patients right eye (od), in (B)(6) 2022. The lens was rmoved on (B)(6) 2022 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
D4 - unique identifier (UDI)# (B)(4) should be added to the inital MDR. Claim #(B)(4).